Event description:
Reportedly, the instrument did not fire staples at all. Bleeding occurred and the surgeon had to place a purstring around the rectal stump, fire an eea then create a temporary ileostomy. Prior to placing purstring, the surgeon reloaded the ta and fired with the same results, no staples fired.